Event description:
It is reported that the device was implanted in 2003. Five years post-op, patient has a complication of 1mm articular polyethylene excessive wear on the operative knee. Patient is tolerating the complication, no revision is planned.

Manufacturer narrative:
Evaluation summary: wear performance of a component is dependent on many factors, including patient activity and patient weight, many of which are out of the control of the manufacturer. The probable cause of the failure is normal wear and tear. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.